Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed pump stop and low speed events. Based on complaint history and similarly reported events, the low speed and pump stop events captured in the submitted log file is consistent with damage to one or more wires in the patient¿s driveline; however, a specific cause could not conclusively be determined through this evaluation. It was reported that the patient had pump stops, with concern for short to shield. The submitted log file contained data from 27feb2021 at 12:10:54 to 14apr2021 at 12:39:25. The pump fixed speed was set 8800 rpm with a low speed limit of 8000 rpm. On (B)(6) 2021, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021 there were several low speed and pump stop events, resulting in 10 motor stopped active flags. These events were associated with low speed hazards, low speed advisories, and low flow hazards events. The low speed and pump stop events occurred while the patient was supported by mobile power unit (mpu) power. There were no other abnormal events captured ¿ the only other events were associated with pi events and power cable disconnects. Excluding these events, the pump operated above the low speed limit. The submitted photos were x-rays of the internal and external portions of the patient¿s driveline. An area of concern was observed on the internal portion of driveline, where the metal braided shielding appeared to be broken down. No other areas of concern were noted. Per additional information from the ventricular assist device (vad) coordinator, the patient is on an ungrounded cable. They had no symptoms and were discharged home from the clinic. There were no active plans to exchange the patient¿s lvad. The patient remained ongoing heartmate ii lvas, serial number (B)(6) until they underwent pump exchange on 08jun2021 under manufacturer report number # 2916596-2021-03345. No product is available for investigation. The relevant sections of the device history records for (B)(6) and the driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 28feb2014. The heartmate ii lvas IFU and the heartmate ii patient handbook document are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2019-03575.

Event description:
It was reported that after the patient's driveline splicing in (B)(6) 2019 he had 10 pump stops on (B)(6) 2021 low speed hazards with ac power connects concerning for short/shield. The patient was discharged without symptoms on ungrounded cable.